Event description:
It was initially reported that the device had logged several fault codes related to the coin cell battery; however, after replacement of the coin cell, the device exhibited an intermittent lock-up failure upon boot up. The device also had its service indicator illuminated and had logged multiple fault codes. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit, designator u61.